Event description:
An endo gia being used was fired but the stapler reload could not be extracted from the stapler. The stapler [was] passed off the field and replaced. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working. Stapler would not reload after use.